Event description:
The physician was treating a male pt who presented with a left mca - m2 occlusion. The pt was treated approximately 1 - 1.5 hours post symptom onset. The physician noted that the pt had an angular mca and the occluded vessel was approximately 2 mm in diameter. In addition, the pt had severe cad/chf, hemiplegia, and aphasia. The physician began treatment by administering tpa in the occluded artery (amount not reported). Following no improvement in the flow, it was decided to move forward with a merci embolectomy procedure using the merci retrieve k mini. The physician made a first pass with the retriever k mini, but no clot was retrieved. The physician administered more tpa (amount not reported). The physician made a second pass with the same retriever k mini in the same location as the previous pass. When deploying the retriever, the distal loops appeared to engage the clot and stretched slightly, but generally maintained their shape. The physician noted that when the proximal loop was deployed it, exited the microcatheter rather suddenly and looked bent in the middle . The k mimi loops were deployed 2 to 3cm past the mca-m2 bifurcation. The physician noted a vessel rupture where the retriever was deployed. The post procedure CT demonstrated subarachnoid hemorrhage. The physician indicated that the occlusion may have been caused by plaque. The pt remained stable with mechanical ventilation. The family of the pt decided to withdraw further care approximately 4 days post procedure. The pt subsequently expired the next day.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. The manufacturing records for merci retriever k mini devices that were shipped to the site, lot numbers 32576 and 32589, were reviewed and no anomalies were found that are related to this complaint.